Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer did not practice proper air removal technique and loaded the cartridge with cold insulin. No impact to the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.